Event description:
The customer reported that the insulin pump alarmed motor error. Troubleshooting was performed, and the device did not pass the displacement test. Advised the customer revert to back up plan until the replacement of the insulin pump arrives. The customer's blood glucose at time of call was 284mg/dl. The customer mentioned that the device also had an error alarm. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. Unable to perform displacement test or confirm motor error code due to motor error alarms.